Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, patient received multiple call service 054 alarm in the past 30 days. Review of pump settings indicated that all were set correctly and the pump and meter were paired. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found records of the reported call service alarm on the day of the complaint. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24 hour pump exercise were executed without any incidents. The pump casing was opened to further investigate, no moisture corrosion was found inside the pump and no defects were found on the printed circuit board. The investigation confirmed but was unable to duplicate the reported call service alarm issue.